Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that they experienced high blood glucose. The customer's blood glucose went up to about 409 mg/dl so they changed the set at that point, it didn¿t bring the blood glucose down so they gave her a manual injection. In the middle of the night it went up again to about 389 mg/dl while next morning he changed out everything again and it did not bring it down so he gave another manual injection and it brought it down to 200 mg/dl. Customer treated with insulin pump and manual injection. Customer was quite lethargic and thirsty. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer performed high pressure test. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Troubleshooting was performed for high blood glucose. Customer does not allege insulin pump was under delivering the customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08555 inches. No unexpected alarms noted during testing.